Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and the device stopped working a couple of days ago. The patient hit the deactivation button however, they feel the pump bulb does feel full and not dimpled. The patient was advised to troubleshoot with activation/deactivation techniques at home. The patient was advised that if the problem continues should consult a physician. The aus is currently implanted. There were no additional patient complications.